Event description:
It was reported that customer experienced cgm error 42 with g7 sensor while using pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and error did not recur; customer was advised to wait 20 minutes before starting new sensor session and confirmed understanding.